Manufacturer narrative:
This event was related to the FDA report of correction number 1034569-03/24/2016-010-c dated 24mar2016. No specific adverse events were identified as a result of the incorrect camera color level setting on echo m01209.

Event description:
During remote review of a galileo echo at a customer site, it was identified that the instrument was out of specification for the camera color level value. The specified value is 75 percent, but the instrument was found to have a lower setting value. The camera color level was set to 50% for this echo. The level was adjusted to 75%.